Event description:
It was reported that nst (non-sustained tachycardia) events were recorded while the patient was in the hospital, prompting a request for device interrogation. The device could not be interrogated, despite using two different programmers. A stethoscope was used to access any alert tones coming from the device upon the telemetry wand being applied, but nothing was heard. The device was noted to be at eol (end of life). It was also noted that the patient had not been seen by the physician since implant. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was received with no telemetry. There is no documentation provideing any information about the settings the device operated under and the patient did not follow up for 33 months following implant. The device lost function due to battery depletion. With no information available there is no way to determine if the battery depleted in an appropriate amount of time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.